Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not been received yet. Upon return of the product, a supplemental report will be submitted with the evaluation findings.

Event description:
It was reported that the clearsight pump unit displayed a blood pressure discrepancy. Compared to the radial arterial line, there was a 25% measurement discrepancy. This occurred while monitoring a patient. The patient was not treated with the inaccurate readings. There are no other suspect devices involved. There was no patient harm or injury.

Manufacturer narrative:
One clearsight pump unit was received for product evaluation. The suspect pump unit was connected to a known good working clearsight system for testing. The system was tested together (and left running) for a three hour period. The map values were within product specification range. The sys values were within product specification range. The ft4 calibration test was performed and it passed the test. The product performed normally. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure readings should correlate with the patient¿s clinical manifestations. Issues such as poor finger perfusion, improperly applied finger cuff, incorrectly sized finger cuff, improper application of the hrs or failing to zero the hrs sensor may lead to inaccurate hemodynamic measurements. The operators manual instructs the use on these above stated factors that can lead to inaccurate values. The device history record review was completed and all manufacturing inspections passed with no non conformances. The reported event was not confirmed by evaluation. There was no indication or evidence of a manufacturing defect being responsible for the issues. It could not be determined if any clinical or procedural factors may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review. No further actions will be taken at this time.

Manufacturer narrative:
The suspect pump unit was not returned by the facility for product evaluation. Edwards is unable to confirm or negate the customers experience without the return of the suspect device. If the product is received a supplemental report will be submitted. The device service history record review was completed and all manufacturing inspections passed with no non-conformances. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure readings should correlate with the patient¿s clinical manifestations. Issues such as poor finger perfusion, improperly applied finger cuff, incorrectly sized finger cuff, improper application of the hrs or failing to zero the hrs sensor may lead to inaccurate hemodynamic measurements. The operators manual instructs the user on these above stated factors that can lead to inaccurate values. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.